Event description:
A malfunction alarm occurred, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue returned. No additional information was provided about any further incidents.